Event description:
It was reported that there was a short atrial tachy response (atr) episode for this pacemaker, which terminated shortly after mode switching. Technical services (ts) discussed programming optimization with the health care professional (hcp). The hcp would adjust at this patient's next office visit. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to an unknown reason, returned and will be analyzed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a short atrial tachy response (atr) episode for this pacemaker, which terminated shortly after mode switching. Technical services (ts) discussed programming optimization with the health care professional (hcp). The hcp would adjust at this patient's next office visit. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to an unknown reason, returned and will be analyzed. No adverse patient effects were reported.